Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing and intermittent atrial fibrillation (af) under-sensing. The lead was reprogrammed to resolve the under-sensing but it is believed the ffrw over-sensing may be a chronic problem. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.